Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully placed a ruby coil using a lantern delivery microcatheter (lantern) and the handle. The physician then detached another ruby coil; however, the handle broke the back end of the pusher assembly. The pusher assembly became stuck within the handle, and the procedure was therefore completed using additional coils and a new handle. There was no report of an adverse effect to the patient.